Event description:
Additional information noted that surgical intervention was undertaken where the drg system was explanted. Pain at ipg site issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient fell one month following implanted stimulator. The patient experienced pain due to the issue. Surgical removal of ipg may be taken at a later date.